Event description:
As reported, about 5-10 years post-implant of an extra-large 3dmax mesh (left), patient developed left sided pain and stiffness due to significant adhesions. It was reported that the surgeon felt both groins, there was significant stiffness and rigidity on the left compared to the right side. As reported, patient underwent robotic procedure on (B)(6) 2023 to remove the mesh completely due to adhesions.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. Review of the photo provided shows a 3dmax mesh in vivo with surgical tools in the field. The mesh appears to be consistent with a mesh that has been in vivo for a long period of time with no anomalies noted. Photo review cannot assist in determining root cause for the patient¿s post operative outcome. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Adhesions are a known inherent risk of surgery/use of the device. The adverse reactions section of the instructions-for-use, supplied with the device lists adhesions as possible complication. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.